Event description:
During a cholecystectomy procedure, clip malformed from 2nd firing (teardrop shape). Another device was used to complete the case. There were no adverse consequences to the patient.